Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, intermittent inaccurate fill estimates. Reportedly, the cartridges were filled with 240-280 units of insulin. The customer's blood glucose level was in the 200's (mg/dl). As the customer was not experiencing an issue at the time of the reported event, tandem technical support was unable to perform troubleshooting.